Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view the patient list. A technical support specialist (tss) found that the device was unable to write errors, the debug was up to date and the database looked too big that it could not be written on it. The tss placed a new database and started a data synchronization and later the customer confirmed that the station was back to normal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, unable to find patient list in database. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.